Event description:
It was reported that the patient was experiencing instability during walking and required a revision surgery.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.